Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15134. It was reported the pt is no longer receiving stimulation. Reprogramming was unsuccessful. X-rays indicated the lead (that was implanted in (B)(6) 2012) had pulled partially out of the extension. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.